Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product is still implanted. No product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following : the patient underwent a right total hip arthroplasty due to osteoarthritis. Zimmer biomet products were implanted without complications. The patient experienced ae-it band tendonitis and was treated with physical therapy, mobic, ice, and elevation for leg swelling. Notes from office visit stated that the patient experiences pain after long walks and has moderate groin, and buttock pain. The leg lengths were equal and there was no limp. The patient was able to walk without supportive devices. No other findings related to the reported event were noted. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:010000666 lot number:6183726 brand name: g7 acetabular cup, catalog number:010000859 lot number:6209092 brand name: g7 acetabular liner, catalog number:193114 lot number:256580 brand name: echo-biometric stem, catalog number:12-115120 lot number:2903263 brand name: biolox head. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03185, 0001825034-2019-03186, 0001825034-2019-03187. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient experienced pain and it band tendinitis approximately 2 months post implantation. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time